Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set was observed with air in the line. At the end of the patient's infusion, the nurse disconnected the line from the patient and observed "air in the line from the second last port to the patient connection". There was IV solution from both the primary bag and the secondary bag noted from the bags down to the port and the lines were recently primed. The unspecified pump did not alarm for the air. The nurse later observed a ¿small crack in hub close to the patient¿. The patient had been monitored for an air emboli and there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was also performed which included pressure testing and clear passage under water testing. There were no issues noted during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.